Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the anchor of a 6f exoseal vascular closure device (vcd) failed to deploy, and the indicator monitor did not activate. As a result, the device was removed. Hemostasis was subsequently achieved through manual compression. There was no reported patient injury. The vcd was used following an exchange from a non-cordis sheath to a 6f short sheath via retrograde puncture during an endovascular thrombectomy (evt) procedure. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the anchor of a 6f exoseal vascular closure device (vcd) failed to deploy, and the indicator monitor did not activate. As a result, the device was removed. Hemostasis was subsequently achieved through manual compression. There was no reported patient injury. The vcd was used following an exchange from a non-cordis sheath to a 6f short sheath via retrograde puncture during an endovascular thrombectomy (evt) procedure. There were no visible signs of device or packaging damage observed prior to use. At the femoral puncture site, angiography confirmed the suitability of the artery, including insertion angle, and the vessel diameter was verified to be greater than 5 mm. No calcium, plaque, stents, or significant stenosis greater than 50% were observed at or near the puncture site. The site had not been previously closed within 30 days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulties were encountered when connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked into the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath were retracted together until bleed-back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator wire loop was not deployed or visible upon removal. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18448641 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the limited images provided, the reported customer complaint ¿indicator wire deployment difficulty¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
The device was discarded at site.